Event description:
Nbii hold 3/2 the company representative on behalf of the customer reported internal defects in the channel of the loaner gastrointestinal videoscope. The device was returned and an evaluation at the repair center revealed presence of foreign object in the channel tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Residual liquid or foreign material comes out of the channel tube. There were few additional findings. Due to a pinhole on channel tube, water tightness was lost. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip and a crack. Suction cylinder was shaved. Control unit had discoloration. Scratches were found throughout the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not deformed and it is unknown if reprocessing was performed according to the instructions for use (IFU). Attempts were made to obtain additional information regarding the event and user's reprocessing, but no response was received from the customer. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope]. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. [Inspection of the suction function]. Depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. [Inspection of the instrument channel]. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. Confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve". Olympus will continue to monitor field performance for this device.